Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer ran diagnostics and identified a matrix drawer that was not opening. The rear cover was removed for inspection, where partial loose connections were found. Connections were secured, and diagnostics were run again, confirming all drawers were operational. The application was restarted, and the customer was asked to test functionality. Following the supervisor¿s request, the application side was also checked. Medbank support was contacted, and additional testing was performed to ensure all drawers were fully operational. The system functioned as intended after the field service engineer repaired the device.